Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2016-07202 and 2134265-2016-07510. It was reported that automatic pullback failure had occurred. During a procedure, an ilab motor drive unit was used in conjunction with an unknown sled and unknown catheter. However, a problem with automatic pullback was encountered. When the pullback button on the drive was pressed the ivus would shut down. No patient complications reported.